Manufacturer narrative:
Since the model and the serial number of the lens was not known, a manufacturing record review could not be performed. As the lens remains implanted no visual inspection was performed. The reported complaint could not be confirmed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Physicians are instructed to take special care to ensure proper positioning of the lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
To date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol), a tecnis toric lens had rotated sometime after implantation, the date was not provided. The doctor planned to rotate the lens. Further follow up confirmed doctor repositioned the lens; date not provided. The patient was reported doing well following the lens rotation. No further information was provided.